Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered in units of insulin instead of entering grams of carbohydrates when requesting a bolus. Subsequently, customer's blood glucose level dropped to 15 mg/dl customer became unconscious, and emergency services were called. Customer was treated with intravenous dextrose. Customer declined to be admitted to the emergency room. Upon leaving the emergency room, customer's blood glucose level was 81 mg/dl and customer was lethargic.